Event description:
On (B)(6) 2018 a biopsy of my temporal artery was performed. The wound closing was stitched using pet fibers. After the surgery I noticed my body was not healing the wounds and the fibers (stitches) were being expelled. It is now (B)(6) 2019 and the wounds have not completely healed and I have been able to remove white and blue fibers from the wound.